Manufacturer narrative:
The involved esu was inspected/tested. The unit was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly. In addition, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no erbe equipment problem was found that would have caused or contributed to the incident. Based upon the limited information provided, a specific cause(s) for the event cannot be determined. It is possible that an ignition/combustion occurred at the site of the burn due to the presences of a flammable disinfectant(s) or endogenous gases. Both risks with mitigation measures are described in warnings presented in the user manual of the esu. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during surgery. No information was provided in regard to the type of procedure performed, accessories used, equipment settings, etc. However, it was reported that the toddler suffered burns to the intestine and skin around the anus during the medical intervention. Further information involving treatment was not conveyed to erbe (note: numerous attempts were made to gather details involving the event, but to no avail.).